Event description:
Explanting physician reported left side rupture and cyst diagnosed by ultrasound and MRI. Device explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical damage, observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. Cyst: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Explanting physician reported, left side rupture. Device explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cyst.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device will be explanted. This record relates to the left side.